Event description:
In 2008, a gore propaten vascular graft was placed for a left femoral artery to above the knee bypass. Intraoperatively, the patient developed a severe coagulopathy although the graft remained patent. On the following month, the patient's bnp (b-type natriuretic peptide) was elevated and the patient complained of agitation. It was noted that there was no signal to the left foot. She died the same day. Further investigation is pending. No autopsy available at this time.